Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/15/2015- pfs and medical records received. Pfs reported severe pain and fracture. The medical records reported the patient had an onset of pain after a kettelball exercise class. Stated patient had popping, grinding and walked with a limp. The radiographs reportedly showed a superiorly displaced greater trochanter fracture-fracture was cabeled. The revision surgical report noted dark stained tissue, lysis around the acetabular component and head and neck trunnion wear. The pathology report noted marrow necrosis, fibrosis, fibrinous exudated and hemasiderin deposition. The complaint was updated on: jan 4, 2016.

Event description:
Patient was revised to address a bone fracture. Upon revision metallosis and blackened tissue and bones were noted.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address a bone fracture. Upon revision metalosis and blackened tissue and bones were noted.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.